Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead showed some oversensing after connecting to the device during implant. Fluoro was taken and showed good lead position and stable sensing, impedance and threshold. No further oversensing was noted. At post-op check today, I was told the only egms recorded showed electrocautery noise on all channels. Electrocautery was from implant. Patient was stable before, during and after device implant.